Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Current information is insufficient to permit conclusions as to the cause of the events. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation: under line 4.2.1: "improper fit between mating components." (B)(4).

Event description:
It was reported that during an initial total hip arthroplasty on (B)(6) 2015, the liner would not seat properly in the cup. Another liner of the same sized was used to complete the procedure. There was a delay of 5-10 minutes.